Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other report(s) against the bone screw product/lot code. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the remaining product/lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/20/2016-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, subluxation, clicking, and one of the two screws became stripped and the head had to be excised before they were able to remove the screw completely once the cup was removed. Lab levels confirmed high metal ion levels. No metallosis was noted as alleged and the cup wasn't loose as alleged. Part/lot numbers for the head and liner are being updated.

Event description:
Ppf alleges dislocation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. Update rec'd 06/12/2014. Analyst has identified corrected part/lot information for the liner and head, and the complaint is being updated accordingly. While the corrected part/lot info may affect the investigation, it will not affect the existing MDR decision. Update 6/27/2016. Litigation received. No allegations were present. There are no new additional updates that would affect the existing MDR decision. Update 6/27/2016. Litigation received. Litigation alleges the patient suffers from pain, discomfort, stiffness, loss of motion, elevated ions, implant loosening, metallosis, necrosis, soft tissue damage, and muscle damage. Patient harms and product codes have been updated. The stem has now been added.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Per nr-0134037 a medical record review is not required for this complaint record investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other report(s) against the bone screw product/lot code. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the remaining product/lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.